Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported air in line alarms which were not reproduced but were confirmed through the history log. The confirmed symptom was found to be caused by low upstream sensor values. The upstream sensor was calibrated.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt injury.